Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in moderately tortuous and severely calcified right below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications nor injuries were reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in moderately tortuous and severely calcified right below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications nor injuries were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.6 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.